Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with multiple inappropriate shocks and an alert for charge time reach. Review of the egm revealed inappropriate therapy for svt. Programming changes were recommended. No changes were made at the time and the patient will continue to be monitored.